Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), an imprecision was observed when using the straight suction and microdebrider. The surgeon elected to continue the procedure with both instruments and used the curved suction to verify accuracy. No additional information was provided. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
A review of the software archive showed a decent tracer registration pattern, but suggested that the surgeon should trace further back on the sides of the temples to include more area in the tracer pattern. The onsite medtronic rep was notified of these findings. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed. The instructions for use (IFU) which accompanies the device contains guidance regarding proper tracer registration technique.